Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported as there was no patient involvement.

Manufacturer narrative:
One medfusion 4000 syringe infusion pump was returned for analysis in used condition. A visual inspection revealed a cracked right plunger case and a broken bottom. A review of the pump event history log revealed motor rate error. The reported issue of "motor rate error" was replicated during occlusion testing. The cause of the reported issue was determined to be normal wear of multiple drive train components.